Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned for investigation in used condition. Visual inspection and functional testing verified that the dso seal was peeling off. The peeling occurred because of fluid ingression. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty dso seal was replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a bad downstream sensor (dso) due to a loose seal. There was no patient involvement.